Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the final parameters testing, the right ventricular (rv) lead was noted to exhibit high pacing impedance. Fluoroscopy revealed that the rv lead had dislodged with the lead helix retracted on its own without any maneuvering. Attempts to reposition the rv lead were unsuccessful, as the helix failed to extend despite adequate turns and cleaning. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high pacing impedance. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations noted the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over torque of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors due to over torqued inner coil consistent with procedural damage.